Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for procedure the right atrial lead exhibited high thresholds. The lead was capped and replaced, the patient was asymptomatic prior during and after the procedure.